Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw, has been discarded, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information. Patient retained.

Event description:
On 09/12/2016 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The patient reportedly had a broken screw less than one month post-op. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw, has been discarded, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information. Patient retained.

Event description:
On 09/12/2016 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The patient reportedly had a broken screw less than one month post-op. Revision surgery took place (B)(6) 2014.